Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) was inappropriately sensing noise on the rv electrograms (egm). The ipg was removed and replace. No patient complications have been reported as a result of this event.